Event description:
The patient's parent initially reported that the patient awoke with itching, nausea and return of symptoms. The pump was refilled approximately three weeks ago. The patient was taken to the emergency room as a precaution. The hcp reported that the patient was also experiencing "extra movements" and tachycardia. "Pump interrogated, cerebrospinal fluid port aspirated, xray imaging obtained. Catheter unkinked and new pump placed." Patient did well in hospital postoperatively.